Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Note: date problem observed was (B)(6) 1999. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with a mentor siltex round moderate profile 425cc and experienced deflation on the left breast implant. As a result, the patient had undergone removal on (B)(6) 1999.

Manufacturer narrative:
On 6/9/2020, a manufacturing record evaluation was performed for the finished device 148224 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).